Event description:
It was reported that 2 bd insulin syringes with the bd ultra-fine¿ needle had broken thumb presses. The following information was provided by the initial reporter: "defective syringe... The tip on one side is totally broken off."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval: yes. D.9. Returned to manufacturer on: 18-jul-2022. H.6. Investigation summary: customer returned (1) 1ml bd insulin syringe from lot# 1242527. The customer reported that the flanges were broken off. The sample was examined, and it was observed that 1 flange was broken. No other damage to the syringe was observed. A review of the device history record was completed for batch# 1242527. All inspections were performed per the applicable operations qc specifications. Embecta was able to duplicate or confirm the customer¿s indicated failure (flange broken). Complaints received for this device and reported conditions would continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data to identify emerging trends.

Event description:
It was reported that 2 bd insulin syringes with the bd ultra-fine¿ needle had broken thumb presses. The following information was provided by the initial reporter: "defective syringe... The tip on one side is totally broken off."